Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cable unit is broken: this event is caused by a component failure of cable unit. Cable unit failure is electrical/electronic component problem, but the cause of cable unit failure could not be determined. The most likely cause is that the cable was damaged by the force of being pulled. Outer tube is broken: this event is caused by a component failure of the outer tube. The outer tube failure is deformation problem, but the cause of the outer tube failure could not be determined. The most likely cause is that the outer tube was damaged by the excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited a broken cable unit and broken outer tube. There was no patient involvement.